Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal right coronary artery (rca) with mild calcification and moderate tortuosity. The 2.5 x 28 mm implant was placed at the lesion, but when pressurized, the balloon did not inflate. There was no leak or rupture visible. There had been no resistance during sheath removal or during advancement of the device to the lesion. The device was removed from the patient and a new same size device was used to successfully treat the lesion with a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects.